Event description:
It was reported that customer had low and high blood glucose. Customer stated that his blood glucose was 50 mg/dl overnight and the following morning, he had breakfast and bolused and his blood glucose at lunch was 400/500 mg/dl. He treated himself with bolus and ate 20 grams of crackers, soup and after lunch his blood glucose was 450 mg/dl. Customer stated had blood in his cannula and was advised by his doctor to take it out and use another one. Customer took lantus and took humalog during his meal. He will change new set tomorrow. Customer refused to be transferred to help line. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).